Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report# 3005099803-2009-04505 and 3005099803-2009-04506 for the other associated device info. It was reported to boston scientific corporation, that an endostat ii generator and two (2) captivator polypectomy snares were used during a polypectomy procedure performed on (B)(6) 2009. According to the complainant, during the procedure, the physician was unable to remove the polyp with the initial captivator snare. They changed the snare and increased the power setting on the generator, but with no success. They noted that although the tissue of the polyp turned white, the device was unable to remove it. Another endostat unit was brought in to complete the procedure. There were no pt complications reported as a result of this event. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide a model number or lot number. Therefore, the lot expiration and device manufacture dates are unk at this time. The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).